Event description:
It was reported that the right ventricular (rv) lead was implanted in a patient with tight anatomy. Final measurements through the analyzer were within normal limits upon closure. After interrogating immediately after closure, the rv lead was not sensing and capture threshold was high. Fluoroscopy indicated there was most likely a microdislodgement. The device was set to max output until further review in the morning. In the morning, a lead impedance warning was observed for low impedance. The rv lead was reprogrammed to unipolar sensing and pacing. All measurements in this setting were within normal limits. The physician feels lead abrasion occurred during the case. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. 2,625 low impedance paces were noted post lead warning on (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.